Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a tka surgery, the gii tibial base impactor was producing third body wear in the joint when placing the final implant. The joint was pulse lavaged to try and remove any particulates. The procedure was completed with the same device without delay. The patient was not harmed beyond the reported problem.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per subsequent e-mail, the surgeon reported the device was breaking off into tiny little pieces and it was nearly impossible to tell if all little specks of black plastic were removed. Although a thorough pulse lavage was performed to minimize any chance of this, it is unknown if any of the broken pieces were retained inside of the patient. The gii tibial base impactor is comprised of 17.4 ss, and this externally communicating device that is neither manufactured nor intended for implantation; therefore, no long-term exposure with skin or tissue (implantation) data is available. If any of the broken pieces were retained, the impact to the patient beyond the possibility of local tissue irritation, micro-motion/migration cannot be determined. Based on the information provided, the procedure was completed with the same device without a delay. Since it was reported, the patient was not harmed beyond the reported issue, no further clinical/medical assessment is warranted at this time. Should any additional medical information be provided, this case would be re-assessed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.